Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced vomiting, diarrhea, and was losing consciousness. The cgm and bg were not checked. The patient called 911 and the bg was 358 mg/dl and 368 mg/dl and the cgm was not checked. At the hospital, the cgm was low and the bg was 315 mg/dl. She was given IV and nausea medication, magnesium and sodium chloride. She was confined for a day and then was discharged on (B)(6) 2024 in the morning. The patient was okay at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient called 911, here was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.